Manufacturer narrative:
One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There is no damage noted on the band or inflator. 1ml of air is left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. It appears to be a piece of magic tape that was stuck to the inside of the check valve. There was no damage noted on the check valve. The complaint can be confirmed for inflation issues. The cause is a foreign matter in the check valve that led to the inflation issues. The ops qe was notified, and a non-conformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the balloon of the tr band involved would not stay inflated when putting the band on the patient. No patient injury was reported. Manual pressure was held. The patient was reported to be stable. The procedure outcome was completed successfully with manual pressure. There was no surgical intervention required. No equipment or other devices were used with the product involved.